Event description:
It was reported that an unspecified malfunction/issue occurred. It was reported that the patient had a stroke; however no other information was provided in regards to how the cgm was functioning at the time of the event. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.